Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 322. Service evaluation verified system error 322. The cause was identified to be a failed lower link switch was found to have a delayed response. The lower auxiliary assembly was replaced to correct this condition. Which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.